Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the caller didn't have the tubing clamp for the high pressure test. The customer also reported low battery life. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.